Event description:
It was reported by the rep the device was used during a colon resection. It was reported the tlc55 was fired first time successfully. After reloading surgeon could only advance firing knob one to two centimeters. The device was opened and several rows of staple legs were extruding, unformed. The device was reloaded and fired successfully. There no consequence to the pt.